Event description:
It was reported that after a da vinci-assisted surgical procedure, the system had error 40106 non recoverable fault. Technical support engineer (tse) reviewed logs and confirmed error for acp5. Tse had her hard power cycle 2 times but error is persistent. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.